Event description:
Prior to the detachment, physician found that the proximal marker bands of the embolic coil (637mf3509/ 15128186) seemed to be linked end to end, and it appeared to be one-line. The physician managed to properly position the coil in the target aneurysm and detach the coil successfully despite that it was not possible to see if the two proximal marker bands of the delivery tube properly encompassed the proximal marker band on the microcatheter (rapid transit, catalogue# and lot# unknown). After the event, the same microcatheter was used with other devices, and without any issues. Afterwards, the procedure was completed without any issues. There was no patient injury reported. The procedure was conducted in accordance with the (IFU) instructions for use, and the constant flush had been maintained. The product is not going to be returned for evaluation. The product was new, and stored per labeling instructions. No other issues were noted with any section of the coil delivery system. A picture of the reported event is not available. Procedure was coil embolization of the intra thoracic artery with a vessel that was not calcified and not tortuous.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The embolic coil was not received for analysis. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The support coil was inspected under microscope and the marker bands were found in its original position and the distance between the marker bands was meeting with the specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as marker band offset out of position was not confirmed during the microscopic analysis. The failure experienced by the costumer could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Prior to the detachment, it was noted that the proximal marker bands of the trufill dcs orbit detachable coil system ((B)(4)) seemed to be linked end to end, and it appeared to be one-line. The physician managed to properly position the coil in the target aneurysm and detach the coil successfully despite not being able to see if the two proximal marker bands of the delivery tube properly encompassed the proximal marker band on the microcatheter (rapid transit, catalogue# and lot# unknown). After the event, the same microcatheter was used with other devices, and without any issues. The procedure was completed without any issues. There was no patient injury reported. The procedure was conducted in accordance with the instructions for use (IFU), and a constant flush had been maintained. The product was new, and stored per labeling instructions. No other issues were noted with any section of the coil delivery system. A picture of the reported event is not available. Procedure was coil embolization of the intra thoracic artery with a vessel that was not calcified and not tortuous. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The embolic coil was not received for analysis; as reported it was deployed. Some waves were noted on the device; however these appear to have occurred during the handling of the unit when it was returned for evaluation. The support coil was inspected under microscope and the marker bands were found in its original position and the distance between the marker bands met with the specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported discrepancy of the markerbands on the orbit delivery system was not confirmed. The markers were within specification with the distance between markers within specification. Without images of the event and based on the available information, no conclusion can be made regarding the cause of the reported event. However, it appears that procedural factors contributed with no related manufacturing anomalies or discrepancy based on the analysis of the returned device and the device history records. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.